Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on continuous glucose monitor value unavailable - inpen home screen displays '--' in the current glucose field. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-8060.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer is using iphone 14 with inpen version 7.5.1.2. Customer states that they re unable to pair the inpen with the mobile app. After conducting a thorough investigation, we have found that the most probable root cause for the issue is that an issue with the inpen device. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively. Can you please try below steps and confirm if it helps. If it doesnt help in pairing inpen, we recommend inpen replacement. Settings, apps, inpen, storage cache. Click on clear storage clear, cache. By performing this step, the customer will remove all the cached information related to the app. Uninstall the application normally. Remove the pump from the bluetooth settings. Restart the phone. Install the inpen app, wait 10 minutes, open the app and attempt pairing again. If issue is not resolved, wait 15 minutes and try all steps again. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.